Event description:
Received report that a pt with a pre-existing condition of bullous keratopathy, virtually a blind eye, was prescribed a purevision contact lens to wear on a 30-day continuous wear basis for pain relief. After 33 days of continuous wear, the pt presented with a swollen lid and pain. The pt was diagnosed with a corneal ulcer. Staphyloccoccus aurea was cultured from the contact lens. The pt was treated with antibiotics with no lens wear.